Event description:
The user facility reported that during a patient procedure their fogarty hydragrip clamp broke. Another clamp was used to complete the procedure which resulted in a short delay. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation; however, the exact cause of the reported event could not be determined. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.